Event description:
Clave port leak reported. A post surgical pt in unstable condition eventually required emergency code procedures. The nurse administered sodium bicarbonate using an "ims" brand pre-filled syringe via a clave port. A leak was noted at the port after the port was used. The nurse had remained at the bedside and intervened immediately to change the tubing. No adverse outcome and no change in pt clinical status associated with event. No lab or medical interventions were necessary due to the event. The pt expired on 02/25/2000 of pre-existing conditions and the customer reported that the death was unrelated to the incident.